Manufacturer narrative:
Pr#: (B)(4).

Event description:
During a preventative maintenance check, the philips field service engineer found that the battery would not charge. There was no report of pt.